Event description:
Incorrect aortic extension was presented to the hospital staff. The error was not noted by the hospital staff. After implanting the aortic extension an angiographic image revealed no arterial flow into the renal arteries, since a infrarenal aortic extension was covering both renal arteries. Upon noting the error, the physician attempted to pull the aortic extension down with a balloon catheter, but attempts were unsuccessful. When taking angiographic images to determine course of action the superior mesenteric artery was inadvertently perforated. The patient was transported to a different operating room and was converted to an open repair. The physician elected to relocate the renal artery branch proximal to the implanted stent grafts; rather than remove the stent grafts. The perforated superior mesenteric artery was repaired; however some colon ischemia was noted. The procedure was completed after approximately seven hours. It was reported the patient died on (B)(6) 2011 of complications due to the perforation of the superior mesenteric artery.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
(B)(6). Review of lot records/work orders, prior reports. No issues were noted. Device properly labeled and performed according to specifications. User error contributed to the event. Device was not verified by matching the device to the order prescribed by the physician for this patient as described in the instructions for use.